Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -5.50/1.5/102 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted and removed intraoperatively. Per reporter on (B)(6) 2020, alternate lens is to be implanted. Cause of the event is reported as device. Reportedly, "lens presented strange fold."

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with debris on the lens. Visual inspection found the optic and haptic torn with debris on the lens surface. Claim#: (B)(4).